Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a lost sensor signal due to a loss of communication between the insulin pump and the transmitter. The sensor did not start warming up. The customer reported a blood glucose value of 300 mg/dl. The hyperglycemia was treated using the insulin pump. The event involved the following products: mmt-7841zn, mmt-7040a, mmt-7040a, mmt-1884, mmt-441ag, mmt-7040a, and mmt-342. Troubleshooting for the high blood glucose event was declined by the customer. Troubleshooting was performed for the transmitter not blinking when connected to the sensor. The transmitter led(light emitting diode) light blinked when reconnected to the sensor, but the transmitter was still not connecting to the pump. The transmitter serial number was deleted and re-paired with the pump; however, the issue persisted, indicating the transmitter may not be communicating. Troubleshooting for loss of communication was partially performed, and the issue was not resolved. No further patient complications were reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-441ag. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and all the connector pins, unable to continue with functional testing or verify loss communication due to physical damage. In conclusion, the customer complaint of loss of communication anomaly could not be confirmed, due to transmitter damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.